Event description:
My trilogy 100 bipap is one that is being recalled. Over the past year my filters coming from the machine into my tubing have been turning black with a week or less I have had 4 hospital stays due to flare ups with my lungs which I feel is directly from the machine. I was told today the FDA has not given the permission to start replacing my machine. God only knows why. I have informed my family that if I die before getting a new machine to have an autopsy done and check my lungs for the amount of carcinogens. This is an outrage. That people must still use these defective machines while already having compromised health issues. Feel free to contact me. I have started saving my filters. So I can have them tested. Sincerely, (B)(6). FDA safety report ID# (B)(4).